Manufacturer narrative:
Other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient went to charge their ins up on monday night and woke up tuesday morning and was not charged. The patient stated they only saw a battery icon that was completely empty on the top row. The patient stated the ins recharger (insr) screen was blank. The patient stated the connector pin was loose. The patient stated they had an epidural shot on monday and is now in pain because they cannot use their stimulation. The patient confirmed the reason for the pain is because the insr will not work. The patient stated they normally use stimulation every day but cannot use it without charging. A replacement desktop charger was sent. No further complications were reported/expected.